Event description:
It was reported that pt's left foot case done on (B)(4) 2012, surgeon told the sales rep that the lengthener locking up on him. Surgeon did use the lengthener with a new one and all went well. Surgery was a 4th metatarsal lengthening surgery done on the pt's left foot.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.